Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infection was not confirmed, but the patient has had swelling around the pump for years. The circumstances leading to the issue were that ¿it appeared to be chronic hematoma.¿ the device was explanted on (B)(6) 2020. The redness, tenderness, and possible infection were resolved. The current status of the device was unknown.

Manufacturer narrative:
E1 initial reporter contact information corrected. G3 report source corrected to include company representative. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient experienced redness and was tender at their flank. A possible infection was noted. No issues with therapy or the device were reported. The physician notified the company representative that an explant was scheduled to occur on (B)(6) 2020. The patient was titrated down for explant. The issue was unresolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.